Event description:
It was reported that during a gastric bypass procedure, the surgeon had fired the stapler and it worked fine. After removing it from the patient to reload, they said it "locked up" and they could not get it to open. Open another device to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil. The analysis found that one device was returned in good visual condition and with one cartridge reload present. The cartridge reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position thus. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Upon further analysis, the anvil was noted to be damaged at slot area preventing the knife to return to home position thus, the device would not open. The damage to the anvil is consistent with the device being clamped over an excess of tissue. The device was disassembled to reset the bailout and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Device was found to have damage to the anvil t-slot that was damaged during the firing. The anvil was significantly decambered. The device would not open due to the damaged nature of the anvil, prohibiting the knife from returning all way to the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.